Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the sensor break anomaly. Troubleshooting was performed. Customer advised the sensor broke and was inside their body. Customer advised they would contact their healthcare provider to see if sensor is in the body. The sensor will not be returned for analysis.